Manufacturer narrative:
Additional information was received. Computed tomography (CT) showed a thrombus on the valve on the left coronary cusp (lcc) side. It was unknown whether anti-platelet or anticoagulation therapy was used after implant. A patient code was added. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year, three months and nine days after the implant of this transcatheter bioprosthetic valve, angina pectoris was reported. A left main trunk stenosis was identified. Based on computed tomography (CT) imaging results, it was suspected that the left main trunk stenosis was due to hypo-attenuated leaflet thickening. Subsequently, coronary artery bypass graft (CABG) was performed. Following surgery, it was reported that the clinical course was good. No additional adverse patient effects were reported.